Manufacturer narrative:
Examination of the returned pin by a depuy warsaw material research manager confirmed the fracture. Bent plastic deformation is noted along the trochar end of the small threaded region. Along the crest of the bend, an origination site is shown suggesting the pin fractured in bending. No material anomalies were observed. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The clavicle pin broke during insertion. All pieces were removed but there was a 20-30 min delay in surgery.